Event description:
As reported via the edwards clinical specialist, during a tavr procedure, the patient required an emergent valve in valve procedure due to malposition of first sapien valve by the operators. A second sapien valve was deployed to secure the first valve. The patient was stable at the end of the procedure. According to the case summary, the physician responsible for inflation/ deployment of the valve inflated the valve before final positioning was confirmed by angiography. The valve was positioned "too" aortic (95:5) and appeared unstable in the annulus. There was mild paravalvular leak (pvl) and mild central leak for a total rating of mild to moderate aortic insufficiency. The patient remained hemodynamically stable. A decision was made to place a second valve to anchor the first valve. This was completed with no adverse events.

Manufacturer narrative:
Per the instructions for use (IFU), valve malposition is a known potential complication of the tavr procedure. Patient factors to consider when assessing position of the valve include significant valve over-sizing (= 4 mm), severe septal hypertrophy, minimal valve/leaflet calcification, and preserved ejection fraction (ef). Technical considerations include sub-optimal image intensifier (ii) angle, non-coaxial alignment of the guidewire/ valve/ delivery system, improper valve position pre-deployment, balloon inflation = 3 seconds during deployment, or loss of pacing capture during deployment. The physicians undergo extensive training by edwards lifesciences in order to perform thv procedures. Training includes device preparation, approach, positioning and deployment, imaging, training manuals and proctored procedures. The physician's training manuals instruct the physician on the proper steps and techniques for successful valve deployment. In this case, the cause of the reported event as stated by the operators is related to sub-optimal positioning of the sapien valve and early inflation of the delivery system. There is no allegation of a device malfunction in the report and according to the operators, the event is related to procedural complications. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.